Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and a mesh was implanted. It was reported that patient experienced pain, erosion, extrusion, infection, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent in office trimming due to mesh extrusion on (B)(6) 2011 and mesh removal on (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2014.